Event description:
The customer reported experiencing ongoing occlusion alarms with their mobi insulin pump, leading to difficulty delivering larger insulin doses. Despite these alarms, the customer's blood glucose levels generally remained normal without any adverse impact. After troubleshooting by focusing on infusion site changes and recommendations, the customer continued to face cartridge alarms in addition to the occlusion alarms. Consequently, they reverted to using multiple daily injections (mdi) when necessary. Technical support decided to proceed with a replacement request, instructing the customer on returning the pump and providing updates on the delivery of a new device.